Manufacturer narrative:
Device reported as ultraflex esophageal partly covered stent (length (full, body) 15 cm. Diameter (flange/body) 18/23 mm. (B) (4) (medical intervention required). (B) (4). A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement for occlusion of esophageal fistula of any type, unless a covered stent is being used, and any use other than those specifically outlined under indications for use. "However, the complaint states that the ultraflex esophageal partially covered stent was placed to seal and to aid in the healing of an iatrogenic esophageal perforation as a result of mechanical dilation of anastomotic stenosis. In addition, the dfu states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complaint states that the ultraflex esophageal stent was removed on (B) (6) 2006 per treatment plan. The most probable root cause of this investigation is user / use error.

Event description:
It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the esophagus, performed on (B) (6) 2005. According to the complainant, the stent was placed to seal and aid in the healing of an iatrogenic esophageal perforation caused by mechanical dilation of an anastomotic stenosis. The stent was placed successfully and without any complications. On (B) (6) 2005, the patient presented with dysphagia due to stent occlusion resulting from significant hyperplasia on the proximal end and moderate hyperplasia on the distal end of the stent. The event was reported as moderate in severity and was treated by the placement of a polyflex stent within the ultraflex stent. Placement of the stent was successful and uncomplicated. On (B) (6) 2006, both the ultraflex and the polyflex stents were removed endoscopically per treatment algorithm. Removal was successful, without complications, and the perforation was noted to be healed. The patient was reported to be in good condition at the last visit.